Event description:
It was reported that during an angioplasty procedure, the zipwire hydrophilic guide wire was drying up and sticking to a catheter. The device was able to be inserted, but the physician experienced difficulty in withdrawal. The lesion being treated was in the iliac. The procedure was successfully completed with another device. No pt injuries or complications were reported. Pt status is reported as 'fine'.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.